Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a question mark over the arterial pressure module icon on the central control monitor. The led on the pressure module was amber. The user employed a backup pressure module for the procedure. The module was reassigned and functioned as expected. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.